Event description:
It was reported that inadvertent deployment occurred. A 6mm x 100mm, 130cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure to treat popliteal artery stenosis. However, when the stent was removed from the packaging, it was found that approximately 2mm of the tip of the stent was exposed. Therefore, the device was not used. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition following the procedure was stable.

Event description:
It was reported that inadvertent deployment occurred. A 6mm x 100mm, 130cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure to treat popliteal artery stenosis. However, when the stent was removed from the packaging, it was found that approximately 2mm of the tip of the stent was exposed. Therefore, the device was not used. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition following the procedure was stable.